Event description:
In january 2006 the lay pt contacted lifescan alleging her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt to obtain/verify the following info: the pt has owned the reported meter for about 8 months. She takes a fixed dose of lantus insulin twice a day and adjusts her dosage of novolog insulin before meals (3 times per day) based on her meter readings. In jan. 2006, she obtained a result of 406 mg/dl on the reported meter before dinner. She took novolog insulin based on the meter reading using the dose calculation ordered by her doctor and ate dinner. About one hour later, she was shaking and felt dizzy and sick. She called emt "because she lives alone and was scared." She took several oral glucose tablets. She tested with the meter, but did not recall the readings obtained while she was symptomatic. While speaking with the mas, she did not have the meter available to check readings in the meter memory. On their arrival, emt's tested her with the reported meter and obtained a result of 150 mg/dl compared to a result of 93 mg/dl on the emt meter. The emt's gave her no treatment and took her to the ER. Her blood glucose was monitored in the ER over four hours; she received no treatment in the ER. She said the results of 150, 270, and 161 mg/dl noted by the lifescan customer service agent (csa) had been obtained in 1/2005 rather than at the time of concern. The csa did not walk the pt through a control solution test because the control solution was expired. The meter was replaced. The complaint is reported as an adverse event because the pt experienced symptoms of hypoglycemia after taking insulin based on the reported meter reading. As the meter read high compared to the emt meter, it is possible that pt took an incorrect insulin dose based on an erroneous meter reading and subsequently suffered symptoms of hypoglycemia.